Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 3, pump error 19, pump error 53 and pump error 42 alarms. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test. It was unknown whether the customer will continue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 53, pump error 42, pump error 19 and pump error 3 alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 53 alarm on 04/16/2023 at 19:43:09.000 (file number: 32107, line number: 458, esf: 3730112) due to a possible hardware error. Pump alarmed a pump error 42 on the event date of 04/16/2023 at 19:37:00.000 (file number: 121, line number: 541, esf #: 3730112) due to a possible hardware error. Pump alarmed a pump error 37 alarm on the event date of 04/16/2023 at 19:37:00.000 due to moisture damage on the motor. Pump alarmed a pump error 19 alarm on the event date of 04/16/2023 at 19:39:37.000. Pump alarmed a pump error 3 alarm on the event date of 04/16/2023 at 19:43:09.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Pump error 53 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 42 was confirmed in the pump history files and traces as a consequence of pump error 37. Pump error 37 alarm was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 3 was confirmed in the pump history files and traces as a consequence of pump error 53. Pump error 19 was not confirmed during testing. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was confirmed found on the battery tube, electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.